Manufacturer narrative:
(B)(4). The device and extension were returned to the manufacturer but analysis was not complete at the time of this report; a follow-up will be sent when final analysis is complete.

Event description:
It was reported that the patient experienced stimulation in the stomach instead of the legs. The lead was in the correct position and had not moved in the past 2 years. The stimulator and extension was replaced; the patient is now experiencing normal stimulation in the legs.